Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It is reported that a customer received no delivery alarm on their insulin pump. The patient's blood glucose level was not recorded. The customer stated that the insulin was not coming out of the tube. The customer was advised to change the tube every 3 days. The issue was resolved after the customer changed the tube. No further information was provided.